Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after the valve was recaptured due to high implant depth, a dissection of the ascending aorta was noted. The valve was deployed. Open heart surgery was performed, however was unsuccessful and subsequently, the patient died. Per the physician, dissection was the cause of death.

Manufacturer narrative:
Concomitant medical products: the main component of the system. Other relevant device(s) are: product ID: evproplus-26, serial#: (B)(4), ubd: 12-nov-2022, UDI#: (B)(4). Product analysis: no product was returned. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with the valve loaded in the capsule of the dcs. On attempted retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. An infold was noted. The handle was intact. Delamination was observed over the nitinol reinforcing frame along the distal end of the capsule. The device was received with the capsule over captured. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. The inner member shaft and spindle hub were intact with no evidence of damage. An evolut pro+26mm valve was successfully loaded onto the dcs. After the successful loading of the valve onto the catheter, there was no evidence of a misload on the capsule. Upon retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. The reported events for positioning difficulties and valve dislodgement could not be confirmed in the analysis. Conclusion: the subject dcs was returned to medtronic for analysis. The valve was received loaded in the capsule of the dcs. On attempted retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. An infold was noted. Delamination was observed over the nitinol reinforcing frame along the distal end of the capsule. Delamination typically occurs when the capsule is subjected to a bending force potentially after tracking through patient anatomy. The device was received with the capsule over captured. The device instructions for use (IFU) cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. The reported events for positioning difficulties and valve dislodgement could not be confirmed in the analysis. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that the valve was recaptured once due to a high implant depth and a second time due to valve dislodgement. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. It was reported that patient anatomy did not contribute to the high position or dislodgement. Positioning difficulties and dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Cardiovascular injuries, such as pericardial effusion and cardiac arrest, are known potential adverse patient effects per the device IFU and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. Vascular access related complications, such as dissection and patient death, are a known potential adverse patient effect per the device IFU, and are typically related to patient factors (anatomy, comorbidities, etc.), and/ or procedural effects (sheath used, user technique, puncture cut location, etc.). In this case, the surgeon noted that the patient had a somewhat thin aortic wall. The incident occurred with 5 fr pig-tail catheter, as well as the dcs inside the ascending aorta. As reported, this equipment, as well as movement of this system in a possible fragile ascending aorta, had caused the event. There is no information to suggest that a device quality deficiency may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: concomitant product, the valve was received for analysis on 2022-aug-04. Upon receipt at medtronic¿s quality laboratory, the valve was returned loaded inside the delivery catheter system (dcs). An infold was observed as the valve was being deployed. The valve was then forwarded within a valve return kit for further analysis. The valve was submerged in clear 0.2% glutaraldehyde solution. Upon further review, valve appeared dehydrated with the inflow aspect exhibiting a crimped appearance. All leaflets were stiff yet slightly pliable. The leaflets and tissue exhibited signs of severe creasing and imprinting; conditions likely attributed to the valve being in the loaded position inside the dcs for an unknown amount of time. As received, all leaflets were in a partially closed position with a large gap between the free margins. The valve was then submerged in warm saline. The valve appeared to maintain a compressed condition possibly resulting from the valve being in the loaded position for an unknown duration of time. Conclusion: there was no information to suggest a valve quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction of the valve. This event was related to the delivery catheter system (dcs). The analysis and investigation of the dcs were captured in a previous regulatory report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received which indicated that the valve had been fully recaptured twice; once for the high position and an additional time due to valve dislodgement. Then the valve was attempted to be deployed a third time. The patient experienced acute chest pain and after a ¿few seconds¿ cardiac arrest followed. The valve was then recaptured within the delivery catheter system (dcs) and heart resuscitation was initiated. An echocardiogram identified pericardial fluid. A pericardial drain was immediately inserted and the surgical team notified. As reported, there was an unsatisfactory hemodynamic effect of the pericardial drain, and a sternotomy was performed. A 2-3 centimeter (cm) long tear was observed in the ascending aorta. The surgeon noted a somewhat thin aortic wall. This was not identified via the pre-operative computed tomography (CT) images. Hemostasis was obtained with use of forceps. However, despite blood transfusion and internal cardiac compressions there was insufficient circulation and the patient died after approximately 20-25 minutes. The incident occurred with 5 fr pig-tail catheter, as well as the dcs inside the ascending aorta. As reported, this equipment, as well as movement of this system in a possible fragile ascending aorta, had caused the event. The transcatheter system health care professionals were experienced. They noted that the dcs had not moved much when the valve deployment attempts were made. During the procedure, the health care professionals had waited until the valve was partially returned to the delivery system before moving the dcs slightly out and then back into the valve position. As reported, this was fairly standard handling of the system when choosing to reposition the valve before release. There was no allegation of equipment failure. Updated data: b7, h6 - annex e, annex f, annex g, and device code. B20 no longer applies to this event for the valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.